Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support confirmed the issue and decided to replace the pump. The customer will use a backup insulin pump to maintain insulin delivery and has been instructed on all necessary procedures, including returning the faulty pump to tandem.